Manufacturer narrative:
The returned oxygen gas module which regulates the inspiratory oxygen gas flow to the patient has been investigated. During test in a reference ventilator the gas module failed the pre-use check in the subtest "flow transducer test". The test log from the pre-use check shows that the gas module deliver less oxygen gas to the patient with the consequence that the oxygen concentration will be lower than expected. The failure was caused by a defective delta pressure transducer on a printed circuit board inside the gas module. The delta pressure transducer is part of the flow measuring in the gas module. A defective delta pressure transducer leads to inaccurate gas flow regulation which will be detected during pre-use check and alarms will be activated if the failure occurs during ventilation. The failure was confirmed in received device logs.

Event description:
(B)(4).

Event description:
It was reported that the ventilator generated low o2 concentration alarms while it was connected to a patient. There was no patient harm. (B)(4).